Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt had a poly exchange for right knee pain that had been worsening for several years. Poly was increased in thickness from 8mm to 10mm."